Event description:
Report received of an over-delivery. The pt, with a diagnosis of a stroke, was receiving tissue plasminogen activator (tpa). It was reported that the tpa was to infuse over a 1-hour period, but the entire volume was completely infused in 35 mins. There was no reported adverse event with the pt and no episodes of bleeding. The pump was removed from clinical service and tested in the customer biomedical dept. No medical interventions were required for the pt.